Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, it was noted that the hemostasis valve on the steerable guide catheter (sgc) was not holding column. Despite multiple attempts to deair and perform additional aspiration to the system while in the patient, the column could not hold. Therefore the device was removed and replaced. The mr was reduced to grade 2+ with one clip implanted. There was no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported leak (loss of fluid column during procedure). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.